Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative indeterminate endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the inferior mesenteric artery (ima was intentionally occluded. After implant of the alto main body there was no type 1a endoleak noted. The contralateral limb was implanted on the right side. During insertion of the ipsilateral iliac limb on the left side, the alto main body moved slightly; however, the physician continued the implant of the limb followed by an iliac extension on the right side. An indeterminate endoleak was observed and the physician decided to monitor the patient not to perform any further treatment at that time. Approximately three or four days post initial procedure a contrast computed tomography (CT) was taken prior to patient discharge and showed left limb stenosis around the terminal aorta. An emergency intervention was performed at that time and a bare stent was implanted on the left limb. Reference MFR # 3008011247-2023-00199 for this event.it was reported that the six (6) month follow-up contrast CT showed a possible type 1a endoleak. The patient was admitted to the hospital on (B)(6) 2023 for additional evaluation and the endoleak was confirmed again. The physician decided to monitor the patient without additional procedure at this point. Reference MFR # 3008011247-2023-00200 for this event.